Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure (B)(6), 2010 on a (B)(6) male patient. According to the complainant, the balloon was used to dilate a benign esophageal stricture and when they inflated the device the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. It was noted that no fragments of the balloon detached inside the patient. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the complaint database for lot 13110579 concluded there were no previous complaints reported for this lot. The most probably root cause was determined to be operational context, as this failure occurs when procedural factors encountered during the procedure limited the performance of the balloon.